Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient began ilet use and family members, linked via the follower app, initially received continuous glucose readings and alerts including a low glucose alert overnight; later, they did not see morning data despite prior setup assistance. Symptoms included hypoglycemia. Outcomes included treatment with oral carbohydrates provided by nursing staff and recovery of glucose to 150 mg/dl. Investigation included complaint intake, review of reported glucose trends, and troubleshooting and user education regarding system operation and app following. Investigation of this case revealed that the cause of the hypoglycemia and the subsequent lack of morning data visibility was unclear, with the device in its learning phase and no specific device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.